Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown time, post procedure, via transesophageal echocardiogram (tee), it was noted that there was thrombus on the device. The patient was placed back on anticoagulation medicine. The patient then had another follow-up tee and the thrombus still remained.